Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) unit overheats. There was no patient involvement; thus, no injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation could not duplicate any issues with this unit overheating. The issue of this 00mlx unit overheating could be due to customer preference. Unit passed all service and repair testing. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis - the reported complaint was not confirmed. Evaluation could not duplicate any issues with this unit overheating. The issue of this 00mlx unit overheating could be due to customer preference.